Event description:
It was reported that the atrial impedance has been climbing steadily and is now high. It was also reported that the atrial lead threshold is elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.